Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
It was reported that the pt's neurostimulator system was explanted due to infection. Add'l info was requested.